Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074880) on 16-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant medical products: included colecalciferol (vitamin d), emu oil, hydrocortisone and medicated shampoos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced abdominal pain (seriousness criteria life threatening and intervention required), migraine ("severe migraines"), fatigue ("extreme fatigue"), weight increased ("weight gain of (B)(6)"), mood swings ("mood swings") and depression ("depression"). On an unknown date, the patient experienced rash generalised ("severe rashes all over ger body (scalp, face, neck, back, chest, abdomen, arms, leg, vaginal groin area)"), vulvovaginal rash ("severe rashes all over ger body (scalp, face, neck, back, chest, abdomen, arms, leg, vaginal groin area)"), pruritus generalised ("itching all over body (scalp, face, neck, back, chest, abdomen, arms, leg, vaginal groin area)") and eye pruritus ("itching eyes"). At the time of the report, the abdominal pain, rash generalised, vulvovaginal rash, pruritus generalised, eye pruritus, migraine, fatigue, weight increased, mood swings and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression, eye pruritus, fatigue, migraine, mood swings, pruritus generalised, rash generalised, vulvovaginal rash and weight increased with essure. The reporter commented: an life threatening/ permanent damage intervention was mentioned but not specified and/ or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: mw5074880) on 16-feb-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d), emu oil, hydrocortisone and medicated shampoos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced abdominal pain (seriousness criteria life threatening and intervention required), migraine ("severe migraines"), fatigue ("extreme fatigue"), weight increased ("weight gain of 6 pounds"), mood swings ("mood swings") and depression ("depression"). On an unknown date, the patient experienced rash generalised ("severe rashes all over ger body (scalp, face, neck, back, chest, abdomen, arms, leg, vaginal groing area)"), vulvovaginal rash ("severe rashes all over ger body (scalp, face, neck, back, chest, abdomen, arms, leg, vaginal groing area)"), pruritus generalised ("itching all over body (scalp, face, neck, back, chest, abdomen, arms, leg, vaginal groing area)") and eye pruritus ("itching eyes"). At the time of the report, the abdominal pain, rash generalised, vulvovaginal rash, pruritus generalised, eye pruritus, migraine, fatigue, weight increased, mood swings and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression, eye pruritus, fatigue, migraine, mood swings, pruritus generalised, rash generalised, vulvovaginal rash and weight increased with essure. The reporter commented: an life threatening/ permanent damage intervention was mentioned but not specified and/ or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.